Event description:
It was reported while using bd bbl chromagar orientation 90mm, one (1) patient sample had atypical growth. The customer reported the presence of group b streptococcus based on ori plate testing; however, a different plate staining test for streptococcus b provided a negative result. Additional testing via maldi-tof confirmed group b streptococcus growth. There was no adverse patient impact reported.

Manufacturer narrative:
Investigation summary - event description: the customer reported that colonies isolated from a urine sample from a pregnant woman appeared white rather than orange on granada medium. These white colonies were identified as streptococcus agalactiae (= group b streptococcus). The result was questionable (white colonies rather than orange) because the urine sample was also isolated on orientation agar, on which colonies highly suggestive of streptococcus b were found. Complaint history review: the complaint history of the last 12 months was reviewed, and similar performance complaints were identified for this catalog number; however, a trend was not identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations from the validated process parameters were detected. Release testing by the qc department was satisfactory. Initial sample analysis: within the complaint investigation, retainment samples of lot 5105448 were analyzed according to the quality control release parameters. All tested strains grew according to the specification, after incubation aerobically for 18-24 h at 35-37 °c in the dark or 48 h at 35-37 °c in the dark, as described in the certificate of analysis (coa). Return samples were not provided by the customer. Picture samples, provided by the customer, show plates of lot 5105448 with growth of tiny to small, blue-green colonies. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release performance test and the performance test on the retain samples. Please take care that the chromagar orientation plates should be stored in the dark, as this may have an influence on the result. Investigation conclusion: based upon our investigation on retain samples, the complaint cannot be confirmed for a performance issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl chromagar orientation 90mm, one (1) patient sample had atypical growth. The customer reported the presence of group b streptococcus based on ori plate testing; however, a different plate staining test for streptococcus b provided a negative result. Additional testing via maldi-tof confirmed group b streptococcus growth. There was no adverse patient impact reported.